Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system red 72 reperfusion catheter (red72) and a neuron max 6f 088 long sheath (neuron max). It was noted that the patient anatomy was tortuous. During the procedure, the physician stretched and fractured the red72 in the carotid segment. The procedure was completed using a new red72. There was no report of an adverse effect to the patient.

Event description:
The patient was undergoing a thrombectomy procedure in the right m1 segment of the middle cerebral artery (mca) using a penumbra system red 72 reperfusion catheter (red72), a neuron max 6f 088 long sheath (neuron max) and a non-penumbra guide catheter. It was noted that the patient anatomy was tortuous. During the procedure, while advancing the red72 and guide catheter through the tortuous proximal internal carotid artery (ica) the physician kinked the distal end of the red72. The physician then removed the red72 with resistance. It was reported that the physician was unable to re-advance the red72 within the guide catheter; therefore, the physician removed the whole system. The procedure was completed using a new red72 and another sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following sections were updated on this follow-up #01 MFR report 3005168196-2023-00396: evaluation of the returned red72 revealed multiple kinks on its distal shaft. This damage was likely a result of advancement against resistance during use. The reported tortuous patient anatomy likely contributed to the resistance during advancement. Further evaluation of the device revealed an ovalization on the distal shaft. The root cause of this damage could not be determined; however, if this damage occurred during the procedure, it may also contribute resistance during advancement. During evaluation, the red72 was able to advance through a demonstration neuron max with resistance due to the kinks and ovalization on the red72. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Note: based on the investigation findings, this is not considered a reportable event. This event did not and, if it were to recur, it would not cause or contribute to serious deterioration or death.